Event description:
During a laparoscopic supracervical hysterectomy, two devices were used that did not function properly with coagulation. They did not seal well. There was excessive bleeding, so the surgeon changed over to an open procedure to complete the case. Sutures were used and the patient required two units of blood. Patient outcome was fine and did not require a longer hospital stay. She visited her own doctor, and is recovering well from her surgery.

Manufacturer narrative:
Two devices were returned for evaluation, both were used in the same case, reporter did not know which device was faulty. Device lot #7304044. Device received fairly clean, slight coagulate on jaws, ratchet in the unlocked position, jaw gap .348", (.300 +/- .100"). Jaws intermeshed with one another as designed, electrode insulation intact no cracking observed, flare in place and intact, device activated to correct settings of 5mm cutting forceps vp3-35, coagulation and cut as designed with no intermittent coagulation observed. Continuity checks out on both electrodes with no electrical opens or shorting observed when jaws opened and closed. Device operated according to manufacturer's specifications.